Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) with a high value of 328 mg/dl. The user had eaten breakfast but did not announce the meal. Review of alerts showed an "occlusion" after breakfast that was not addressed, resulting in no insulin delivery. The user was using a convatec contact detach steel infusion set. A full supply change was recommended and completed. At follow-up, blood glucose (bg) decreased to 310 mg/dl and was trending down. Blood glucose (bg) was corrected with a supply change. No symptoms, outside assistance, or medical intervention were reported at the time of call.